Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged meter issue began sometime in (B)(6) 2015 (date not specified) when a reading of 195mg/dl was obtained using the subject meter compared to a reading of 58mg/dl obtained using another device (brand unknown), both readings taken within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. The patient manages her diabetes using insulin and self-adjusts the dose, and denied making any changes to her usual diabetes management routine after the alleged issue began. The patient stated that she experienced symptoms of dizzy and could not stand approximately 20 minutes after the alleged issue began, and was reportedly hospitalized on (B)(6) 2015 where her blood glucose was measured using a doctor/clinic meter with results of 89 and 102mg/dl. The patient stated that she received hcp treatment of both glucose and insulin during her hospital stay, in response to the alleged issue. At the time of troubleshooting, the csr determined that the meter was set with the correct unit of measure, an approved sample site was being used, the patient's testing technique was correct and the test strips were stored properly and within expiry. The csr noted that the patient did not have any control solution. Replacement products have been sent to the patient. This complaint is being reported because the patient claims she obtained inaccurate high readings on the subject meter, and was allegedly hospitalized and received hcp treatment for an acute blood glucose excursion after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 device evaluation.the lay user/patients test strips have been returned and further evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2. The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.